Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the product produced shavings into the pt's cavity. The surgeon was able to retrieve the shavings and complete the procedure. The hosp has reported no pt injury occurred.